Event description:
It was reported that, during a tha, when a surgeon was rasping, the handle of device broke.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock. There have been no other events for the lot,. The device was determined to be within the scope of an existing ncr, which was initiated due to an inconsistency between hardness call-outs on the latch lever component drawings and the measured hardness of the parts, which were in agreement with the material specification. An ecn was raised to remove the hardness requirement on the drawing, which is now controlled by the material specification, and to change the blend radius and width to decrease the max principal stresses on the affected areas of the lever arm. Additionally, there was severe impaction marks on and around the lever arm, indicating it was struck with a mallet to realse the handle repeatedly. The handle is to be impact on the strike plate. The returned device was determined to be within the scope of this ncr because it was manufactured to drawing revision d. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
It was reported that, during a tha, when a surgeon was rasping, the handle of device broke.